Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: (B)(6) 2030, UDI#:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during intraoperative stimulation in the trial procedure, high resistance was observed at the lead tip electrodes 0, 1, 2, and 3, resulting in abnormal impedance. Cleaning and reconnecting the lead and changing the wens connection port did not improve the issue. When another lead was used, normal values were obtained. The defective lead was not used, and a new lead was used instead. Cause was due to lead malfunction. The issue was resolved.